Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a surgical procedure, extraction of tooth no. 8, at the user facility the micro drill medium straight attachment was overheating. It was reported that the patient was burned at the lip and treated with an ointment and per the doctor ¿the patient became well¿. The procedure was completed successfully with the same device with no delay.

Event description:
It was reported that during a surgical procedure, extraction of tooth no. 8, at the user facility the micro drill medium straight attachment was overheating. It was reported that the patient was burned at the lip and treated with an ointment and per the doctor ¿the patient became well¿. The procedure was completed successfully with the same device with no delay.

Manufacturer narrative:
The reported event of overheating was confirmed during the device evaluation. Upon visual inspection, severe corrosion was found to be built up within the attachment and the upper bearing was found to be shattered, which is the probable cause of the reported overheating. The device was discarded by the manufacturer.